Event description:
Device 1 of 2. Reference manufacturer number: 1627487-2011-01598. The patient received his scs system, including two percutaneous leads, on (B)(6) 2011. It was reported that the patient felt ineffective stimulation coverage. Reprogramming efforts were unsuccessful at resolving the issue. Follow up on the patient found that he lost stimulation. The patient reported that he was unable to increase stimulation past perception on any of his programs. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.